Event description:
The cause of the increase seizures is unk because no response has been received to MFR's requests for add'l info from treating neurologist.

Event description:
Vns therapy was initiated 15 days post-implant at 0.25ma normal mode output current and the pt subsequently experienced an increase in frequency of drop seizures. Device diagnostic testing at office visit was within normal limits, indicating proper device function. Normal mode output current was increased from 0.25ma to 1.0ma at this office visit. Investigation to date has been unable to confirm the cause of the reported increase in seizure activity.